Event description:
Received the product and during incoming/labeling operation found the following defect: is defective pouch.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There was a photograph submitted. The photo showed what appear to be superficial scratches on the bag of the kit. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.